Event description:
It was reported a patient with a history of inappropriate high voltage therapy presented in clinic alleging high voltage therapy might have been delivered. Upon interrogation an alert for low, out of range high voltage lead impedance was observed. The lead was cut and explanted. There were no patient complications.

Manufacturer narrative:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 43.9-45.0cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor was abraded, fractured, and melted at this location. This is consistent with the observation from the field of low hv lead impedance and inappropriate therapy. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.